Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultralink meter was reading inaccurately high compared to the same meter. The complaint was classified based on the customer care advocate (cca) documentation as well as additional information obtained by the medical surveillance specialist (mss) during a follow up call with the patient on (B)(6) 2012. During (B)(6) 2012, the patient reported to the mss that he checked his blood glucose (bg) on his lfs meter, and obtained an inaccurately high reading. He would then go wash his hands and retest using a different finger and would have a reading that was "70-90 points different" which he would believe was inaccurate. The patient uses humalog insulin pump therapy to manage his diabetes. The patient was unable to recall a day where a specific event occurred, however, he reported that it occurred many times. The patient in response to the alleged issue, he would administer a bolus dose of insulin based on the higher reading, and 15 minutes later would suffer low blood glucose symptoms of feeling "sweating, rapid breathing and shaky." The patient reported he would "go to the refrigerator and eat anything that was handy" and would take glucose tablets as needed until the symptoms abated. The patient reported he normally tests 6-10 times a day and his usual readings range between "1000-140mg/dl." The patient reported he never went to the doctor or hospital on any of these events. At the time of troubleshooting, the cca confirmed the meter was in the correct unit of measurement during the time of testing. The patient's test strips were found to be in good condition. However, a control solution test was not run due to the patient not having control solution available at the time of the call. Replacement products were sent to the patient. This complaint is being reported because, the patient reported due to the alleged issue he administered too much insulin and required self treatment to prevent further injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.